Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) has the confidence needle diamond 11 g 6 "(2. 3mm / 150mm) placed sacral at s1 and the needle up to the opposite cortical and placed the k-wire. When removing the trocar this trocar is canceled and could not be removed. We have slightly upgraded the access hole with a milling machine and have tried with tweezers to remove the broken piece pliers etc. Finally that has failed us. And the proximal portion remained in the bone.

Manufacturer narrative:
Corrected data one (1) confidence introducer needle diamond tip 11g 6inch [product code: 2839-03-611, lot no: htgbpo] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the needle¿s distal tip. The fracture analysis report noted that the fractured surface reveals deformation consistent with an overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the introducer needle breaking cannot be positively determined. However, the fracture analysis report noted that the fractured surface reveals deformation consistent with an overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.